Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to stress. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use. Caution: do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported adhesive on the distal end cover of the evis lucera ultrasound gastrovideoscope was peeling. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was not enough adhesive in the tip probe fixing screw hole. The report is being submitted due to the insufficient adhesive found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the curved rubber adhesive was cracked, the bending angle was insufficient and the play of the angle knob was out of normal state due to the elongation of the angle wire, the joint of the objective lens was cracked, paint of the air/water supply cylinder was peeling, and scratches were found on the insertion tube and objective lens. This event is under investigation. A supplemental report will be submitted upon receiving additional information.